Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the artia and this event could not be determined. A review of the device history record for artia lot (B)(6) has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted.

Event description:
Healthcare professional reported a clinical patient implanted with an artia and experienced fever, breast infection in the right side. Culture was taken and resulted positive for infection. Patient also experienced seroma of right breast. After stripping of malfunctioning drain, the seroma resolved and the antibiotics were adjusted based on sensitivity. The device remains implanted. On 25/july/2025, follow up information was received that the lot numbers number associated with this event are (B)(6). This complaint will capture lot number (B)(6).

Event description:
As reported in initial: healthcare professional reported a clinical patient implanted with an artia and experienced fever, breast infection in the right side. Culture was taken and resulted positive for infection. Patient also experienced seroma of right breast. After stripping of malfunctioning drain, the seroma resolved and the antibiotics were adjusted based on sensitivity. The device remains implanted. On 25/july/2025, follow up information was received that the lot numbers number associated with this event are up300013-133 and up300013-115. This complaint will capture lot number up300013-115.

Manufacturer narrative:
Additional and/or corrected data: d4, h4, h6.